Event description:
On 09/17/2021, it was reported by a sales representative via sems that a patient (18yo female with allergies to penicillin and cefdinir) reported hives on the back and abdomen within 24 hours after patellar tendon prp injection utilizing abs-10061t angel kit and acda. No facial swelling or itching was noted. Chloraprep (chlorahexadine gluconate 2% w/v isopropyl alcohol 70% v/v) and lidocaine 1% was utilized for prep and numbing of a skin wheel fashion prior to injection.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a patient-specific event.